Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that patient was revised to repair medial extensor and to remove scar tissue on the patellar tendon. Surgeon revised tibial polyethylene insert due to poor soft tissue. The insert was removed without an complications, the tibial was examined and was in pristine condition. Surgeon implanted sigma curved poly. Doi: (B)(6) 2013; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
.(B)(4) investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.